Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The user reported false negative results with the binaxnow covid-19 antigen self test. Customer reports false positive via social media. The user reported: " I've used this test multiple times for a family of five after exposure. Everyone came back negative even when we had fever and other symptoms, however a positive result came the next day for 3/5 family members." No additional information was reported.